Manufacturer narrative:
Device passed the displacement test and self test. No rewind anomalies noted. However, device failed the prime/seating test due to corroded home switch and force sensor. Unable to perform the basic occlusion test, force sensor test or occlusion test due to the moisture damage to the force sensor. Unable to confirm pump error 43 or 130 due to moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received with an multiple insulin pump errors. The customer stated that, the able to clear alarm but, not able to rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.